Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a faulty main controller board. A field service engineer removed and replaced main controller board and isolated all components again and resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system half-height cubie main drawers 2.1 and 2.2 were not detected on communication bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a faulty main controller board. A field service engineer replaced the main controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system half-height cubie main drawers 2.1 and 2.2 not detected on communication bus. The customer stated that they were unable to remove medication for a patient. There were no adverse events or injuries reported based on this event.